Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient's mother was driving at the time and dexcomtechnical support advised to perform a reset to the reset the device. Mother will call back if the issue is not successful with reset. At the time of contact, patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).